Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a healthcare professional reported that "the sensor did not separate from the applicator and therefore could not be applied to the patient". Adc customer service contacted the customer to gather additional information and the caregiver indicated that the sensor was stuck in the applicator as a result, the sensor could not able to be applied. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.